Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 10-oct-2023. H.6. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation was not observed. Additionally, customer samples were evaluated visually and functionally for poor barrier separation. 5 customer samples were received and subjected to visual inspection via pictures attached. 0 of 5 failed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes there was improper separation. No patient impact. The following information was provided by the initial reporter: " customer states cells are in contact with serum post centrifugation. 5 samples are affected.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes there was improper separation. No patient impact. The following information was provided by the initial reporter: " customer states cells are in contact with serum post centrifugation. 5 samples are affected.